Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. While performing a percutaneous coronary intervention, an attempt to deliver a 4.0x12 promus premier mr device was made but unsuccessful, therefore a guidezilla was delivered. An ebu 3.5 guide and a prowater guidewire were used. The guidezilla device was unable to advance to the target lesion, therefore a trek 2.0x20 anchor balloon was delivered to anchor the guidewire distally and advance the guidezilla, however resistance was felt. Upon removal of the guidezilla from the ebu 3.5 guide, resistance was encountered and the guidezilla became stuck in the guide, therefore the physician removed the entire system, the guide catheter and the guidezilla. It was then noted the catheter segment of the guidezilla was no longer intact. Another trek balloon was used, predilation was performed and a 4.0x8 promus premier was delivered. The procedure was completed with a different device. There were no patient complications reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the proximal portion of a guidezilla guide extension catheter. The distal shaft was not returned for product analysis. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. While performing a percutaneous coronary intervention, an attempt to deliver a 4.0x12 promus premier mr device was made but unsuccessful, therefore a guidezilla was delivered. An ebu 3.5 guide and a prowater guidewire were used. The guidezilla device was unable to advance to the target lesion, therefore a trek 2.0x20 anchor balloon was delivered to anchor the guidewire distally and advance the guidezilla, however resistance was felt. Upon removal of the guidezilla from the ebu 3.5 guide, resistance was encountered and the guidezilla became stuck in the guide, therefore the physician removed the entire system, the guide catheter and the guidezilla. It was then noted the catheter segment of the guidezilla was no longer intact. Another trek balloon was used, predilation was performed and a 4.0x8 promus premier was delivered. The procedure was completed with a different device. There were no patient complications reported and the patient¿s status is fine.